Event description:
A patient was heard coughing and gagging. The patient was found with the keofeed tube pulled back from left nares. Tube feed was stopped and the patient deep suctioned. An order was obtained to reinsert feeding tube with x-ray to check for placement. Placement marking not documented on tube or in chart. The patient was confused and agitated with increasing oxygen demands and increased white blood cell. The patient required intubation 3 days later with a temp of 39.7.